Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned remained implanted in the patient was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2026 the patient's peg tube was unable to be mobilized despite flushing multiple times. It was reported that the patient underwent a peg replacement due to a buried bumper. The gastroenterologist, attempted to release the peg tube endoscopically using edema and incisions, which was successful after a prolonged course. However, due to injuries to the gastric mucosa caused by the procedure, no new peg or pej tube could be inserted and the patient was "shielded" with unspecified antibiotics. It was reported that the peg tube will be replaced in a few weeks.